Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "would not hold a burr" was confirmed. During svc, the device failed the pre-repair diagnostic assessment cutter insertion test. If additional info becomes available a supplement report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device "would not hold a burr" during surgery. It is known that device was being used during surgery; however, no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of a device issue. There was no additional info provided.